Event description:
Device 2 of 3: reference MFR. Report# 1627487-2016-00817, reference MFR. Report# 1627487-2016-00819. Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the leads and the ipg were explanted and replaced which resolved the issue. Reportedly, postoperatively the patient had effective stimulation and the issue of uncomfortable stimulation resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report # 1627487-2016-00817, 1627487-2016-00819. It was reported the patient experienced painful unintended stimulation in the middle of the back when increasing the intensity of the stimulation (pain pattern: the left hip and leg). System diagnostics determined low impedances on the system. Surgical intervention may be taken at a later date to address the issue.